Event description:
Caller reported an issue with the insulin pump's gauge displaying an unexpected fill estimate of 20 units instead of the expected 150 units, with the difference exceeding 30 units. There was no adverse impact to the customer's blood glucose level. Customer followed necessary steps to remove air from the cartridge, used room temperature insulin, and did not overfill or reuse the cartridge but could not load a new cartridge. Customer was driving and requested a supervisor, resulting in a transfer to customer support.